Manufacturer narrative:
Occupation: initial reporter is company representative. The complaint device was received and evaluated at the service and repair center. Per service report, the defect reported by the customer has been verified and remedied. Hence, this complaint can be confirmed. The following activities were performed: unit modified acc. To guideline of manufacturer . Unit safety test ((B)(4) / din (B)(4)) performed acc. To manufacturer's final test procedure. With reference accessories. Functional test performed. Electrical safety test acc. To (B)(4) completed. Hipot test completed. Keyboard pcb corroded, handcontrol set replaced. Functional test acc. To test procedure completed. Resistance value out of specs: handcontrol set replaced. Short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed acc. To service manual. "Micro": upgrade "1.25" performed. The root cause was determined to be short circuit which would have caused the customer to experience the reported failure. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)) and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the micro tornado hand piece with hand control needs repair. No patient harm was indicated. It was discovered pre-operative. It is unknown what happened. The case completion details are unknown. This is report 1 of 1 for (B)(4).